Event description:
It was reported that the patient worked at a big sewing factory and on monday she noticed that she got a bad headache at work when she had her stimulator on. It was noted that on tuesday the patient had a bad headache and had to go home because of it. It was noted that today the patient did not turn her stimulator on and did not have a headache, but when she turned it back on she had a headache again. It was noted that the leads were in thoracic location for coverage in the patient¿s right hip and down the front of right leg, in the groin area bottom half. It was noted that the patient had felt an increase in stimulation in coverage area while at work. It was noted that the patient was at work all last week. It was noted that the patient worked near a big motor or generator. It was noted that the patient had pain relief. It was noted that the patient had migraines prior to implant but that these headaches did not feel like migraines and the migraines only happened once or twice. Additional information received reported that an x-ray was done on (B)(6) 2013 and showed no lead movement. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the patient was reprogrammed and that the patient reported that she was not feeling a headache with the new group. It was noted that the patient was going to try a new group and turn down therapy while at work. It was further noted that the patient hadn¿t called.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).